Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their drive support cap was protruded. The customer's blood glucose level at the time of incident was 350mg/dl. The customer states they had bent cannula. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis. The customer was being sent replacement sets.